Event description:
It was that the patient presented in the clinic for follow-up, and episodes of non-sustained right ventricular over-sensing due to post-paced t wave over-sensing were observed. The events were isolated to one day and will continue to be monitored. No patient symptoms were reported.